Event description:
The catheter was removed from the packaging and the physician immediately noticed before any manipulation that the proximal part (luer lock) was not adhered to the body of the catheter. There were no signs of breakage or twisting. It just wasn't fixed.

Manufacturer narrative:
Device investigation: results: the catheter is broken just proximal of the distal end of the ID band. This break is in the middle of a material and not at a material bond or junction. Conclusion: the damage noted in the complaint is confirmed. The sterile envelope and box that were part of the original packaging were not returned. Therefore, it cannot be determined if the packaging was damaged. This type of damage is typically seen when the catheter is removed improperly from the packaging or is handled incorrectly during preparation for use. The manufacturing records for this device lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.